Event description:
It was reported that on (B)(6) 2010 the catheter was found to be up near the patient¿s neck a year after implant of the first pump. It was reported that the catheter was pulled down to patient¿s lower back. The device system was used to deliver bupivacaine and dilaudid.

Manufacturer narrative:
Product ID: 8709sc lot# serial# (B)(4) implanted: 2009 (B)(6), explanted: 2011 (B)(4), product type catheter. (B)(4).